Event description:
It was reported an unknown time, on an unknown date, the device speed was not consistent. There was no note of patient impact or delay. Due diligence is in process; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in canada.

Event description:
It was reported that during inspection, the device speed was not consistent. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is completed, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a1, b3, b4, b5, e1, e2, e3, g1, g2, g3, g6, h1, h2 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.